Event description:
It was reported via repair work order that the brakes cannot be set due to the big wheel dampner not disengaging. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.